Event description:
This lead was explanted on (B)(6) 2012 due to infection. The procedure took place at an unknown facility and no physician information is known at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).